Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture baker grade iii and generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation surgery with two 250cc mentor smooth round moderate profile saline breast implants experienced bilateral capsular contracture baker grade iii, fatigue, brain fog, joint pain, hair loss, dry skin, dry hair, weight gain, heat intolerance, hormone imbalance, insomnia, heart palpitations, neck pain, back pain, edema, swelling, liver dysfunction, kidney dysfunction, digestive issues and hypothyroid hypo-adrenal issues post procedure. As a result, patient underwent bilateral removal with no replacements on (B)(6) 2019. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).